Manufacturer narrative:
Product complaint number: (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what instruments were used to grasp the needle? Where was the needle grasped during use? Was the procedure completed successfully? Where was the needle piece found; in what structure/tissue? Was additional dissection required in other organs/tissues other than the target tissue? Will be product returned? If yes, please provide a return date and tracking information? Related to: 2210968-2022-00623.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2021 and suture was used. During use on the patient it was noted that the needle broke. The needle tip broke off twice. Both tips were visually seen and recovered from the patient. Another like device was used to complete the procedure. Additional information was requested. There were no adverse consequences for the patient.